Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft bent at the handle assembly area. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused this finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during lap sigmoidectomy, the jaws did not open after about the 7th firing though the device functioned as intended before the event. The jaws were opened by pulling the trigger from the handle. The clip was formed on the blood vessel properly. There was no damage on the target tissue. After that, the jaws did not open again when the device was checked functionality out of the patient. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. There might have been torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.